Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion and two curved openings. A leak test and microscopic analysis were performed which identified one striated opening on the radius side, and one smooth crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one smooth crease opening on the posterior due to a fold flaw opening, and one striated opening on the radius side due to surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.